Event description:
Mobile charting cart is used for nurses to document patient record. Ups (uninteruptable power supply)is located within the mobile charting computer cart. The nurse noticed smoke from the cart and melted casing. The cart was unplugged and removed from the room. No patient harm.

Event description:
Mobile charting cart is used for nurses to document patient record. Ups (uninterruptible power supply)is located within the mobile charting computer cart. The nurse noticed smoke from the cart and melted casing. The cart was unplugged and removed from the room. No patient harm.

Event description:
Mobile charting cart is used for nurses to document patient record. Ups (uninterruptible power supply)is located within the mobile charting computer cart. The nurse noticed smoke from the cart and melted casing. The cart was unplugged and removed from the room. No patient harm.